Manufacturer narrative:
The hospital's report to the authority was the only source of information - the customer did not involve the local dräger s&s organization into examination of the device and potential repair measures. Dräger reached out to the contact person named in the ufr but further details in regard to the event could not be obtained. This lack of information does not allow a case-specific evaluation by dräger. The following can be derived from the ufr under consideration that indeed power supply and battery had malfunctioned as the user suspected: a shutdown during use will be the consequence of missing energy supply which is the case when both internal battery and power supply unit fail. However, the probability that both malfunctions occurred simultaneously and suddenly is rather remote - most likely, the device was put into use with a worn battery that could not supply the device with energy when an error condition with the power supply had occurred. In parallel to the shut-down, the device will post a power loss alarm for a minimum of two minutes which is buffered by an independent power source. The internal battery serves as a fail-safe mechanism to cover mains power losses for a minimum of 30 minutes - the battery has thus to be checked regularly; the recommended exchange interval at standard use conditions is 2 years. The IFU emphasizes that the availability of the internal battery shall be checked prior to each new ventilation episode. The involved device was in use for approx. 4 years now, and it is not known to dräger when a battery replacement was done if ever - the unit is not under a service contract with dräger. Dräger finally concludes that the reported event did not occur in single-fault condition, use error in terms of failure to follow instructions and lack of preventive maintenance have likely contributed to the event. Further conclusions cannot be derived from the available information. It is recommended to have the device checked and repaired by trained service personnel.

Event description:
It was reported that the ventilator suddenly shut down during use. The users reportedly bridged patient support with a manual resuscitator (ambu bag) until a replacement device could be introduced. As per report, the patient showed signs of insufficient ventilation during the course of event. After connection to the alternative device, the vital signs returned to normal. Additionally, the ufr contained the information that a follow-up diagnosis of the device revealed a malfunction of power supply and internal battery as the root cause for the shut-down.